Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 10/jun/2026 against lot number 6008866 and similar malfunction codes: occlusion at infusion site (infusion set related)- blockage, occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The review confirmed that lot 6008866 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Although one CAPA (CAPA-1916047) was identified, it relates to mixed boxes during packaging and is not related to the reported failure mode. Similar complaints search: a query was run in the eqms on 10/jun/2026 against "lot number" criteria equal "6008866" and similar malfunction codes: occlusion at infusion site (infusion set related)- blockage, occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The number of complaints is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 6008866 was manufactured according to 4905115 version and manufactured in the m14 on 07/sep/20234 with a total of (B)(4). The sub-assembly: welding lot 4h03306 was manufactured according to the 4905092 version and assembled in the ls06-ls07 line on 06/sep/2024, with a total of (B)(4). Lot 4h03307 was manufactured according to the 4905092 version and assembled in the ls24-ls25 line on 06/sep/2024, with a total of (B)(4). Lot 4j00959 was manufactured according to the 4905092 version and assembled in the ls24-ls25 line on 05/sep/2024, with a total of (B)(4). The sub-assembly: gluing connector. Lot 4h05601 was manufactured according to the 4905088 version and assembled in the gluing, 3 lines on 05/sep/2024, with a total of (B)(4). Lot 4h05602 was manufactured according to the 4905088 version and assembled in the gluing, 3 lines on 06/sep/2024, with a total of (B)(4). Lot 4h05603 was manufactured according to the 4905088 version and assembled in the gluing, 3 lines on 05/sep/2024, with a total of (B)(4). Lot 4h05604 was manufactured according to the 4905088 version and assembled in the gluing 3 line on 07/sep/2024, with a total of (B)(4). The sub-assembly: gluing tube lot 4h05764 was manufactured according to 4905294 the version and assembled in the sc05-sc06 line on 06-sep-2024, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) 001031 (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 19-dec-2025 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new, reportability requirements. The original investigation remains valid and has not been, modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 6008866. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient reported blockage at the site on (B)(6) 2025.